Event description:
The patient reported that in 2006, she went to the emergency room with a blood glucose value of 1036 mg/dl. She was admitted to the hospital and placed on an insulin drip of novolog and her blood glucose returned to normal. One week later, she received another high reading (value not provided) and she went to the hospital and received 50 units of insulin by injection and she was placed on an i.v. Drip. Her blood glucose returned to normal and she was not admitted to the hospital. Symptoms of high blood glucose were frequent urination, nausea, fatigue, and poor eyesight. She stated that her doctor believes she is becoming insulin resistant and he changed her insulin to novolog. Upon follow up the patient stated that since changing insulin her blood glucose readings have returned to normal. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.